Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer's blood glucose (bg) level was 547 mg/dl with moderate ketones. Customer addressed the elevated bg by manual insulin injection. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 140-150 mg/dl. The customer reverted to an alternate method of insulin therapy.